Event description:
A patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Four months later, a re-intervention was performed after a CT study revealed a type iii endoleak between the trunk-ipsilateral leg component and the contralaterally placed contralateral leg component. An aortouniiliac configuration was successfully used to exclude the endoleak. A bilateral femorofemoral procedure was initiated. The patient is reported to be doing well post-operatively.

Manufacturer narrative:
Please note an additional device used in this procedure: pxc181200.